Event description:
Facility alleges hemolysis occurring 20 min prior to the end of a four hour dialysis run. Facililty reported: although all safety checks were done, connections secure, no kinks in line examined by two staffs: pt was admitted to the hosp after dialysis treatment with a diagnosis of hemolysis. Dialysis machine used: another co's 2000 e -dialyzer: 175 on 19th reuse -access: catheter. Pt has a history of gout, artherosclerosis/aorta pulmonary insufficiency, fat embolism; esrd due to hypertension. Pt is still hospitalized as olf 11/8/96.